Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event (malpositioned stent) is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event was due to compromised visibility of the trabecular meshwork (tm), and surgical technique. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that during a left (os) trabecular microbypass stent system procedure, the surgeon inadvertently implanted one (1) of the two (2) posteriorly in the scleral spur. Per report, compromised visualization and surgical technique contributed to the event. Through follow-up, the surgeon reiterated that inadequate view of the trabecular meshwork (tm) in the operative eye (os) contributed to the stent malpositioning. Reportedly, the stent remains in the eye with no adverse impact to the patient. The patient''s most recent status was reported as "comfortable with good prognosis".